Event description:
It was reported that the patient was implanted a znn cmn nail asia 10mm x 180mm 125 r on (B)(6) 2014. The patient had pain and the surgeon confirmed the fracture of the nail on (B)(6) 2015. The affected part was false joint. The surgeon fixed it using a competitors product on (B)(6) 2015.

Manufacturer narrative:
No trend is identified. The compatibility check could not be performed as only one product is known. A technical investigation was not possible to perform, as the device was not at hand for investigation. X-rays were available for review. Two undated post-operative x-rays show a correct positioning and fixation of the nail. Two undated x-rays with broken nail show the nail breakage at the lag screw hole. Due to the poor quality of the x-rays no other relevant statement can be done. Possible causes for the reported event - breakage of implant- according to dfmea: due to lack of adequate fatigue strength; due to lack of adequate fatigue strength due to anodization; due to wrong surgical technique used; due to off-label use, e.g. Misuse by surgeon; due to screw holes furthest from the fracture line used. Based on the given information and the results of the investigation, it is not possible to identify a specific root cause for the reported event. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).